Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including weight and bmi at the time of index procedure. Name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? How was the product applied? One layer? Wadded? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Location, severity and appearance of abscess? Please provide the onset date/time of the abscess from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Please describe the surgical intervention performed including date and findings. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product lot number? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. Related events captured via 2210968-2023-03225.

Event description:
It was reported that a patient underwent a laparoscopic right half surgery on (B)(6) 2023 and absorbable adhesion barriers were used. An abscess developed on an unknown date in (B)(6) 2023 under the abdominal wall, thus, emergency operation was performed and the products were removed. The surgeon opined that no sutures were inadequate and there was no intraoperative contamination during the first surgery, so probably the products were the cause of the event. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b3 additional information was requested and the following was obtained: please provide the patient's demographic information including weight and bmi at the time of index procedure.=>83-year-old female name of index surgical procedure? Laparoscopic right hemicolectomy. The diagnosis and indication for the index surgical procedure? Unk were any concomitant procedures performed?no how was the product applied? One layer? Wadded? Unk what symptoms did the patient experience following the index surgical procedure? Onset date?=>an abscess developed under the abdominal wall. Other relevant patient history/concomitant medications?not reported. Location, severity and appearance of abscess?under the abdominal wall. Please provide the onset date/time of the abscess from the initial surgical procedure.3 days post op. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure?no. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? No. Were cultures performed? If so, please provide the results.bunk please describe the surgical intervention performed including date and findings.reoperation for removal. What is the physician¿s opinion as to the etiology of or contributing factors to this event?there was no finding of anastomosis failure and infection. What is the patient's current status? No problem. Product lot number?unk related events captured via 2210968-2023-03225 and 2210968-2023-03226 pc-001336490 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6 investigation code